Event description:
One week following deployment of an angio-seal device, the patient experienced a growing hematoma which required surgical intervention. The vascular surgeon reported finding a pin point opening in the femoral artery which was closed with 6.0 prolene. No evidence of the angio-seal device was evident. The patient reportedly experienced no further complications.